Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl(1200 mcg/day, 4000 mcg/ml), bupivacaine(9 mg/day, 30 mg/ml) and clonidine(150 mcg/day, 500 mcg/ml) via an implantable infusion pump for the treatment of spinal pain, non-malignant pain and post lumbar laminectomy syndrome. It was reported that infection was confirmed to be related to device. After patient's catheter was replaced on (B)(6) 2018, the patient developed puss in the pump pocket and was discovered on (B)(6) 2018. The puss tested negative for gram stain and it would also be cultured. The hcp believed the patient may have an allergy to the catheter materials and inquired it they were different from the patient's old catheter. The pump drugs had not been changed for about 5 years. Additional information was received from the hcp. It was reported that the patient was not allergic to catheter and the catheter was explanted due to infection. Additional information was received from the healthcare provider (hcp).it was reported that the date of catheter replacement was (B)(6) 2018 and infected pump was removed on (B)(6) 2018. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the pump was explanted on (B)(4) 2018. The patient did not have a pump for approximately (B)(4) months after that. A pump was implanted on (B)(4) 2018. There were no further complications reported at this time.